Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot # j0118482v, implanted: (B)(6) 2001, product type lead; product ID 7495-10, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 2000, product type programmer, patient. (B)(4).

Event description:
It was reported the patient had been fighting an infection/pocket of infection right next to the tailbone. It was reported to have started last year or the year before. It was reported the patient got antibiotics which blocked up his system and he was "backed up" and he went to the ER and could barely crawl. It was noted they gave him pain killers and a flushing liquid to drink to flush his system out.